Manufacturer narrative:
Explant date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
New information received notes that noise was still present with the new lead. The device and new right ventricular lead were explanted and replaced. The patient's condition was fine.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of stored egms. The device was tested on the bench and no anomalies were found. The cause of reported event was undetermined.

Event description:
New information received notes that post lead replacement, noise episode was discovered remotely through a merlin.net alert. The device was oversensing the noise and did cause a small amount of inhibition and the patient was not symptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained vf episode leading to pause in pacing on (B)(6) 2017 was observed. Patient was asymptomatic. Patient was called in clinic on (B)(6) 2017 and was tested negative for myopotential oversensing. Programming changes were made and patient was continued to be monitored. On (B)(6) 2017, patient received inappropriate shock due to noise. The right ventricular lead was capped and replaced on (B)(6) 2017 but the noise was still present on the new lead. Review of egms noted low level, high frequency noise that was inhibiting pacing and myopotential oversensing was suspected. Programming changes were recommended. Patient will be monitored with routine follow-up.